Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal left anterior descending (plad) artery with heavy calcification and mild tortuosity. The 2.50x15mm trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy and the balloon was inflated; however, the balloon ruptured at 8 atmopheres (atm) during the first inflation. Therefore, the bdc was removed for the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Prior to use the bdc was not soaked in saline; however, the balloon was prepped (air aspiration) outside the anatomy prior to use. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.